Event description:
It was reported that the patient experienced a loss of therapeutic effect. When he turned stimulation on he experienced a high buzzing rapid sensation that caused pain. While lowering the amplitude the caller was lost. It was later reported that the patient's amplitude was set to 1.5 volts. He did not know how the settings were turned so low. The amplitude was increased to the patient's normal 4.8 volts. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3778-75, serial # (B)(4), implanted: (B)(6) 2008, explanted: na; accessory model 37752, serial # (B)(4), programmer model 37743, serial # (B)(4).